Event description:
A report was received that the patient was having difficulty charging the ipg and stated that it was because of the location. The patient will undergo an ipg replacement.

Manufacturer narrative:
Additional information was received that the patient underwent a procedure wherein the ipg was replaced. No device malfunction was suspected. The patient was reportedly doing well postoperatively. The explanted device was not returned to bsn.

Event description:
A report was received that the patient was having difficulty charging the ipg and stated that it was because of the location. The patient will undergo an ipg replacement.

Manufacturer narrative:
.

Manufacturer narrative:
Additional information was received that there will be no further course of action.

Event description:
A report was received that the patient was having difficulty charging the ipg and stated that it was because of the location. The patient will undergo an ipg replacement.